Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a pmcf report from (B)(6). The title of this report is ¿a retrospective data collection of the internal fracture fixation of long bones with the stryker plating system (sps)¿ which is associated with the ¿stryker plating system (sps)'. Within that publication, intraoperative/ post- operative complications/ adverse events were reported which occurred between september-2015 to december-2018. It was not possible to ascertain specific device catalog or patient information from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 27 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses consistent pain of lateral malleolus, entrapment of common peroneal nerve requiring removal of metalwork and release of peroneal nerve and debridement. 4 out of 10 cases.